Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedural factors (multiple bav), patient factors (female gender, advanced age, moderate valvular calcification, moderate aortic root calcification) likely contributed to the reported post procedural cerebrovascular accident. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), prior to the transfemoral tavr procedure, it was determined that, due to the calcified bicuspid aortic valve, the balloon aortic valvuloplasty (bav) catheter and delivery system would be under filled. The bav would be 2ml less than nominal and the delivery system would be 3ml less than nominal. During the procedure, the patient became increasingly restless, moving the arms about. The anesthetist was concerned that the patient would not tolerate the bav well. A 26mm sapien 3 valve was prepared and readied prior to bav. Post bav, the patient became hypotensive with a blood pressure of 70 mmhg systolic. During valve positioning, the patient lot consciousness and the anesthetist intubated the patient. The valve was deployed due to the patient deterioration. Post valve deployment, moderate aortic regurgitation (ar) was observed on echo. The decision was made to post dilate the valve with the delivery system. During the first post dilation, 2ml were put back into the balloon. During the second post dilation, an additional 1ml was added, taking the delivery system back to nominal volume. Post dilation echo indicated mild ar. The patient was slow to wake, observations were normal. The patient opened their eyes; however, the left side of the body did not respond. The patient was unable to squeeze the left hand, move the head from side to side, etc. The patient remained intubated and was taken for an urgent CT. No results from the CT were provided at the time of the report. Information regarding the native annular diameter was not provided. Moderate valvular calcification and moderate aortic root calcification was reported.

Manufacturer narrative:
Medical record review revealed anticoagulation therapy was stopped 3 days prior and the patient was ¿pre-loaded¿ with plavix and aspirin the day prior to the tavr procedure. Eight (8) days post implant of the sapien 3 valve, a brain CT was performed which showed an established extensive right mca territory infarct. No acute hemorrhage was observed. Per medical opinion, the cause of the aortic regurgitation (ar)/paravalvular leak (pvl) was the under-expansion of the valve. The cause of the neurological event was a thrombus. Clot retrieval was performed and the patient is slowly recovering.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.